Manufacturer narrative:
Complaint conclusion: during the use of an avanti plus, it was reported that the white cap from the top of the sheath popped off during insertion. The physician was required to place pressure on the insertion site in order to prevent bleeding while a new avanti sheath of the same model and lot number was prepared and inserted successfully. The percutaneous coronary intervention (pci) was delayed by 3 minutes. There was no adverse event to the patient due to the malfunction. The device was stored, handled and prepped according to the instructions for use (IFU). There were no anomalies noted on the device during prep. The assess site characteristics at the insertion site were reported as normal. There was no difficulty inserting the sheath into the patient. No excessive torque was used during insertion. No pictures are available. A non-sterile csi avanti+ cardiology ms .038 cannula sheath and a non-sterile vessel dilator were received for analysis inside a plastic bag. The vessel dilator was received fully inserted into the cannula sheath. Per visual analysis, the hemostasis valve cap was received not properly fixed on the cannula hub thread. The thread of the cannula hub was observed damaged. No other anomalies/damages were found on the received components. The cap ID and the cannula hub thread od were measured and the cap ID results were found within specification. However, cannula hub thread od was found out of specification due to the damage conditioned on the thread hub. Review of lot 17486999 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿cardiology vascular access- hemostasis valve/hub- separated-during use¿ was confirmed due to the condition in which the product was received. The cause of the event was attributed to a damaged cannula hub thread which is related to a manufacturing process. According to the product instruction for use, users should not use the product if it is opened or damaged. A risk assessment has been initiated to evaluate this issue. Int conclusion:

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17486999 was performed and the following was found: review of lot 17486999 revealed no anomalies during the manufacturing and inspection processes. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an avanti plus, it was reported that the white cap from top of the sheath popped off during insertion. The physician was required to hold insertion site in order to prevent bleeding while a new avanti sheath of the same model and lot number was prepared and inserted successfully. The percutaneous coronary intervention (pci) was delayed by 3 minutes. There was no adverse event to the patient due to the malfunction, the patient t was discharged. The product will be returned for analysis. The device was stored, handled and prepped per IFU. There were no anomalies noted on the device during prepping. The assess site characteristics at the insertion site were reported as normal. There was no difficulty inserting the sheath into the patient. No excessive torque was used during insertion. No pictures are available.